Manufacturer narrative:
A steris technician arrived onsite and confirmed water leak. Upon inspection of the unit, the technician found that the nipple on the unit's drain piping had come loose and fallen off, resulting in a water leak. The technician retightened the nipple, ran a test cycle, confirmed the unit was operating according to specifications, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported a water leak from a amsco 7052 hp washer. There was no report of injury.